Event description:
Information received regarding the explanted device notes that the patient had undergone an av nodal ablation concomittent with pacemaker implantation. Later the same day the device appeared to have intermittent loss of capture at 7.5v unipolar at 1 ms. When the device was replaced, normal function ensued.